Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases and yellow encapsulation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is:-no issues found related with the manufacturing.

Event description:
Physician reported "mild capsular contracture - baker grade unknown" and seroma. Device has been explanted and replaced. This relates to left side.

Event description:
Physician reported "mild capsular contracture - baker grade unknown" and seroma. Device has been explanted and replaced. This relates to left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.